Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, both the sensing and shock impedance measurements were in normal range after the leads were connected. The physician was using electrocautery to clean up the pocket while the field representative was running a pacing threshold test. It was then noted there was noise on all channels; however, when electrocautery was stopped, the noise was only observed on the shock channel. Shock impedance measurements were then performed and the shock impedance measurements were above 125 ohms. It was suspected that the electrical equipment may have resulted in electromagnetic interference (emi) interference. Measurements were taken ten minutes later and all values were again in normal range and no noise was observed on the electrograms. Defibrillation threshold (dft) testing was then performed and again all normal measurements were observed. No adverse patient effects were reported. The device remains implanted and in service.